Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a "fungal bad infection". It was reported the caregiver suspected the patient was diagnosed with the infection after using a minicap. According to the reporter, the patient was hospitalized for seven days for the infection. Treatment was not reported. The caregiver reported they did not inspect the pouches to see if they were sealed properly. The caregiver also alleged that they did not receive a notification of the recall associated with the minicaps. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.